Event description:
The initial tear of the tubing was reported in 2005 and was determined not to be reportable. Return product was received on "02/22/2006" and upon investigation found that the tubing had torn and was separated from the button. It was reported that no product remained in the pt although the pt, age and gender unk, became bebrile following the procedure. There were no other adverse affects reported.